Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device involved in this incident, it was determined that that the data on the server did not match the data on the device, with transaction messages being returned to the pharmacy software only for orders. Temporary patients were being created on the system, and orders for those patients were lost once transferred to a profile. A technical support specialist (tss) checked the server and confirmed through the remote support system (rss) that all statuses were normal. The health sight viewer (hsv) showed no notices, the pharmacy enterprise system (pes) sync information indicated recent downloads and uploads, and the drives had sufficient space remaining. The tss accessed both the server and the station to review the reported mismatch and observed no discrepancies, as both systems reflected the same number of transactions. The identical counts were explained by a full download (full sync) performed earlier, which deleted locally stored transactions on the station and replaced them with server data. Without a database backup prior to the full download, any unuploaded transactions were permanently deleted. The tss copied logs from the station for further review. Then confirmed that the issue was occurring on both connected stations (behaviorhealth and wes child) and that the customer had performed a full sync on (B)(6) though the exact time was unknown. The customer acknowledged that transactions prior to (B)(6) were unrecoverable. The tss ran all device events reports, which showed results from (B)(6), but no data from (B)(6) onward. The tss restarted services on the server, checked, and removed dbosyslogs from dsserverreports, which resolved the issue. The customer confirmed that transactions were being recorded correctly and that the issue had not recurred. The tss clarified that the resolution was unrelated to temporary files and advised the customer not to delete temp files directly, as they may contain important data. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed no data on the server from (B)(6) 11.30 pm. However, there were no delays or adverse events or injuries reported based on this event.